Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site, therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a problem with the insertion. Per the surgeon, the loading cartridge would not twisted while inserting into the patient's left eye. The lens was not inserted or implanted into the patient's eye and there was no incision enlargement. Reportedly, the patient has been recovered. No further information was provided.